Event description:
It was reported that stent dislodgment, stent damage and vessel dissection occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). After a 3.5x38mm promus element stent was successfully implanted in the right coronary artery, another 3x24mm promus element stent was implanted in the lad. The lesion seemed to be "pinched." A 2.50x16mm promus element stent delivery system (sds) was selected to treat the lesion. The physician tried to advance this device through the 3x24mm promus element stent; however, the device was unable to cross the lesion despite two attempts. When pulling back the stent, the physician assumed that the struts had opened. Severe dissection of the left main artery was noted and the dissection went into the left circumflex artery. It was also noted that the stent got dislodged in the guide catheter while the physician was pulling it out. When the sds was removed from the guide catheter, it was then noticed that the stent was dislodged from the sds. The dislodged stent was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the catheter was returned with the stent detached. The stent was not returned. Crimp evidence was present on the balloon. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment, stent damage and vessel dissection occurred. The target lesion was located in the mildy tortuous and mildly calcified left anterior descending artery (lad). After a 3.5x38mm promus element stent was successfully implanted in the right coronary artery, another 3x24mm promus element stent was implanted in the lad. The lesion seemed to be "pinched". A 2.50x16mm promus element stent delivery system (sds) was selected to treat the lesion. The physician tried to advance this device through the 3x24mm promus element stent; however the device was unable to cross the lesion despite two attempts. When pulling back the stent, the physician assumed that the struts had opened. Severe dissection of the left main artery was noted and the dissection went into the left circumflex artery. It was also noted that the stent got dislodged in the guide catheter while the physician was pulling it out. When the sds was removed from the guide catheter, it was then noticed that the stent was dislodged from the sds. The dislodged stent was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment, stent damage and vessel dissection occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). After a 3.5x38mm promus element ¿ stent was successfully implanted in the right coronary artery, another 3x24mm promus element ¿ stent was implanted in the lad. The lesion seemed to be "pinched." A 2.50x16mm promus element ¿ stent delivery system (sds) was selected to treat the lesion. The physician tried to advance this device through the 3x24mm promus element ¿ stent; however the device was unable to cross the lesion despite two attempts. When pulling back the stent, the physician assumed that the struts had opened. Severe dissection of the left main artery was noted and the dissection went into the left circumflex artery. It was also noted that the stent got dislodged in the guide catheter while the physician was pulling it out. When the sds was removed from the guide catheter, it was then noticed that the stent was dislodged from the sds. The dislodged stent was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.